Event description:
The olympus test/asset high definition liquid crystal display monitor was sent for service inspection. There was no reported defect or malfunction associated with monitor. During the service evaluation, a no image from the (sdi) serial digital interface 1 or 2. No patient involvement was reported.

Manufacturer narrative:
The service evaluation identified a no image from the (sdi) serial digital interface 1 or 2 which was isolated to a defective circuit (qb) board. The cause of the defective board is unknown. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.